Manufacturer narrative:
UDI not available for this system at time of filing. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the case there was not a green line of communication between the imaging system and the navigation system. The site tried multiple network cables with no change. They then decided to abort the use of the imaging system and went from minimally invasive to an open procedure. There was no additional patient impact reported and a delay to surgery of 20 minutes.